Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of ventricular signals on the right atrial (ra) lead. A lead dislodgement was suspected. Impedance measurements were noted to have increased as well as capture thresholds. Boston scientific technical services (ts) was consulted and a chest x ray was recommended to determine the position of this lead. Further information was received that an x ray was performed and the ra was found to be in the correct position. The physician believes the patient may have a junctional rhythm. A monitor was placed to assess the junctional rhythm and it is planned to continue to monitor. No adverse patient effects were reported. At this time, this device system remains in service.